Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. During troubleshooting, it was discovered that the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reloaded the cartridge and resumed insulin to address the issue.